Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to reply dr or sr models approved under p950029.

Event description:
Reportedly, on (B)(6) 2015, on a scheduled follow-up, the device could not be interrogated; there were no green lights on the programmer head. This behavior was reproduced with another programmer too: no communication could be established between the subject device and the programmer. In addition, there was no response upon magnet application and performing an x-ray did not reveal any abnormal observation. The device will be replaced and will be returned for analysis.

Event description:
Reportedly, on (B)(6) 2015, on a scheduled follow-up, the device could not be interrogated; there were no green lights on the programmer head. This behavior was reproduced with another programmer too: no communication could be established between the subject device and the programmer. In addition, there was no response upon magnet application and performing an x-ray did not reveal any abnormal observation. The device will be replaced and will be returned for analysis.